Event description:
It was reported that the tip of the screwdriver broke during screw insertion. The tip was recovered from the pt's body. The surgeon used a spare driver and the procedure was completed.

Manufacturer narrative:
Investigation in progress but not yet complete.